Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/08/2015. The fse found that the tubing through pinch valve vl12b was defective and was causing the leak. The fse replaced the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a clenz leak from the coulter lh 780 hematology analyzer. The volume of the leak was not specified and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.